Event description:
It was reported that this right ventricular (rv) lead was repositioned as part of a repositioning of the cardiac resynchronization therapy pacemaker (crt-p) system to a subpectoral location. The reason for the system repositioning was not made clear. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.